Manufacturer narrative:
The local area field representative was contacted for additional information, however at this time no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device replacement procedure due to normal battery depletion (nbd), the right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted the rv lead pacing impedances were intermittently high. The rv lead terminal pin was removed and reseated in the device header, however, the impedances remained oor. A distal coil fracture was suspected. The physician elected to leave the rv lead in service, and reprogram the device to monitor only. The device replacement procedure was successfully completed. The next day the system was checked. The lead measurements were within normal limits, and oor measurements were unable to be reproduced. Subsequently, during a follow-up visit, extensive pocket manipulation and isometrics were performed with no negative results. In addition, there were no oor measurements recorded on the daily measurements. The physician planned to perform commanded shock testing, to test the integrity of the rv lead. This rv lead remains in service. No adverse patient effects were reported.